Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation by the product analysis lab (pal). The cause of the increased intra-peritoneal volume (iipv) was undetermined. A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through ((B)(4)).

Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc). Per the initial report, the home patient (hp) wanted to review the programming because the hp felt as though the registered nurse (rn) did not let him drain enough with the initial drain. The hp stated the rn bypassed the initial drain. The technical service representative (tsr) reviewed the programming: initial drain volume 965ml, last fill volume 3000ml with previous therapy and 3000ml with fill 1 of this therapy. The hp stated noticed there was only a little bit of solution in the drain bag. The tsr asked the hp if any alarms occurred and the hp stated no. The tsr asked how the hp felt and the hp stated was fine just concerned that he may not have drained enough in the initial drain. The hp then stated he felt tight, kind of full, and his feet were swelling. The tsr had the hp arrow down to do a manual drain, drain volume 5155ml. The tsr advised would need to end therapy for the night and would need to swap. The tsr assisted the hp with ending therapy. The tsr spoke with rn and informed the hc was being swapped and not to use it. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. This event meets overfill criteria.